Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 530 mg/dl. The cause of elevated bg was unknown; however customer indicated they consumed more carbohydrates than normal prior to the event. The customer went to the emergency room and was subsequently hospitalized. Bg was treated via intravenous saline and manual injections of insulin. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support.